Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. A visual inspection was conducted. No evident visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system using the reported dissection tip on the reference endoscope. Blurry spots were evident. Based on the results of the evaluation, the reported failure mode "poor quality image" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview 6 pro conical dissection tip produced a blurry/foggy image, making it difficult for them to see during dissection. A replacement device was used to complete the procedure from a vasoview 6 accessory pack. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview 6 pro conical dissection tip produced a blurry/foggy image, making it difficult for them to see during dissection. A replacement device was used to complete the procedure from a vasoview 6 accessory pack. The hospital did not report any patient effects.